Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from olympus service operation repair center (sorc) there was the possibility that the reported phenomenon was attributed to the communication failure of the video signal between the subject device and the endoscope, which was caused by the aging deterioration due to the repeatedly long-term use because more than seven years had passed from the subject device had been delivered, or the corrosion of the video connector socket due to the connecting with the insufficient drying the electrical contacts. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing the endoscopic image of the subject device was not intermittently displayed. Olympus service operation repair center (sorc) checked the subject device and found that the electrical contacts of the video connector socket was corroded. There was no report of patient injury associated with the event.